Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were not responding and they could not unlock the insulin pump. The customer¿s blood glucose level was 256 mg/dl at the time of incident. Customer reported that the time clock did not advances. Customer reported that the screen was not completely blank and no alarms occurred during or after the time that the buttons were not responding. Customer was advised to remove battery from the insulin pump and insert battery alarm appeared on screen. Customer was advised to check status screen, main menu, up and down arrows to verify all buttons were responding, however arrows did not responding. Customer also experienced high blood glucose and they took insulin shots. Customer declined for troubleshooting. The customer was advised that the insulin pump required to be replaced and revert to the backup plan until replacement arrives. The insulin pump will be returned for analysis.